Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06562. It was reported that the patients' extensions had become twisted together. Surgical intervention was undertaken on (B)(6) 2022, where the extensions were repositioned. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.